Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the helix of the implantable pacing lead would not deploy properly at implant attempt. A different lead was successfully implanted. No patient complications have been reported as a result of this event.